Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to a cerebrovascular accident (cva). It was also reported that the patient experienced right heart failure, gi bleeding and was on hemodialysis. The patient had a subtherapeutic inr due to gi bleeding and was off on anticoagulation. The patient had also developed bacteremia. Power fluctuations were noted. A CT scan eventually indicated a subarachnoid hemorrhage that was increasing in size. No intervention was performed and the patient expired. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported subarachnoid hemorrhage, gastrointestinal bleeding, right heart failure, and bacteremia could not be conclusively determined. Bleeding, stroke, right heart failure, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.